Event description:
It was reported that a patient presented remotely on (B)(6) 2021 after having an issue connecting their phone to their insertable cardiac monitor via bluetooth while trying to record a supposed arrhythmia episode. The device eventually connected to the patient's phone. No intervention was reported. The patient was stable throughout.